Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted

Event description:
A delivery delay with a replacement abbott diabetes care (adc) device was reported. A caller initially reported that there was a signal loss with the adc device, and replacement device was issued. Due to delivery delay of the replacement, the customer was unable to test. The customer experienced hypoglycemia and had contact with emergency services who provided unspecified help. No further details were provided as customer refused to further troubleshoot. There was no third-party treatment reported. There was no report of death or permanent impairment associated with this event.